Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer cleared the alarm and resumed insulin delivery on the pump. Customer's blood glucose was 324 mg/dl. Recommendation made to consult with health care provider concerning diabetes management.